Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken handles, display issues, and the non-functioning stylus. Analysis was unable to confirm that the programmer would shut down or not boot properly. Analysis also noted that the side rail for the keyboard cover was cracked, the right side display hasp was broken, the programmer screen would fade away, and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer handles were broken, the display was not functioning, the stylus was not working, the programmer would shut off, and would not boot up properly. The programmer was returned for service. No patient complications have been reported as a result of this event.